Event description:
A dual chamber implantable cardioverter defibrillator, two pacing leads and one high power lead were received from the hospital following the patient's death. On the accompanying paperwork, the physician requests that the device be analyzed to check the functionality of the right ventricular lead, and if ventricular tachycardia or ventricular fibrillation were recorded in the device's memory.

Event description:
A dual chamber implantable cardioverter defibrillator, two pacing leads and one high power lead were received from the hospital following the patient's death. On the accompanying paperwork, the physician requests that the device be analyzed to check the functionality of the right ventricular lead, and if ventricular tachycardia or ventricular fibrillation were recorded in the device's memory.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. There was outer insulation cosmetic depression. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. There was outer insulation cosmetic depression. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage. The defibrillation conductor was fractured (overstress), and outer insulation cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information received notes that the patient collapsed in front of spouse while talking, and was asystolic when medics arrived and started cardiopulmonary resuscitation. The patient remained asystolic upon arrival to the emergency room and pronounced dead. The cause of death is listed as sudden death. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. There was outer insulation cosmetic depression. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. There was outer insulation cosmetic depression. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage. The defibrillation conductor was fractured (overstress), and outer insulation cosmetic depression. (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4): additional analysis shows a power on reset occurred post the device explant with the message: firmware - error message/code.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information received notes that the patient collapsed in front of spouse while talking, and was asystolic when medics arrived and started cardiopulmonary resuscitation. The patient remained asystolic upon arrival to the emergency room and pronounced dead. The cause of death is listed as sudden death. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4)- the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. There was outer insulation cosmetic depression. (B)(4)- the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. There was outer insulation cosmetic depression. (B)(4)- the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage. The defibrillation conductor was fractured (overstress), and outer insulation cosmetic depression.

Event description:
A dual chamber implantable cardioverter defibrillator, two pacing leads and one high power lead were received from the hospital following the patient's death. On the accompanying paperwork, the physician requests that the device be analyzed to check the functionality of the right ventricular lead, and if ventricular tachycardia or ventricular fibrillation were recorded in the device's memory. A dual chamber implantable cardioverter defibrillator, two pacing leads and one high power lead were received from the hospital following the patient's death. On the accompanying paperwork, the physician requests that the device be analyzed to check the functionality of the right ventricular lead, and if ventricular tachycardia or ventricular fibrillation were recorded in the device's memory. (B)(6) 2011: it was further reported that the patient collapsed in front of spouse while talking, and was asystolic when medics arrived and started cardiopulmonary resuscitation. The patient remained asystolic upon arrival to the emergency room and pronounced dead. The cause of death is listed as sudden death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information received notes that the patient collapsed in front of spouse while talking, and was asystolic when medics arrived and started cardiopulmonary resuscitation. The patient remained asystolic upon arrival to the emergency room and pronounced dead. The cause of death is listed as sudden death. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. There was outer insulation cosmetic depression. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. There was outer insulation cosmetic depression. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage. The defibrillation conductor was fractured (overstress), and outer insulation cosmetic depression. (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found.